Event description:
Healthcare provider spoke with alydia health regarding one of the first uses of jada at their site, stating that on (B)(6) 2022, jada did not stop a woman's postpartum hemorrhage (pph) and that a hysterectomy was performed to stop the pph. This is the only information currently regarding this case. On (B)(6) 2022 an email request was sent requesting additional information including if they lot number for this case was retained. There was minimal additional information provided by the health care provider and this site. On (B)(6) 2022 they did report that the device for this case was used by a provider that did not attend training or education and decided to utilize a jada. The nurse manager did not provide any patient information or the health care providers information who utilized the jada. The site did report that they discarded the device in this case, and they do not record lot numbers for jada devices.

Manufacturer narrative:
Based on the overall information currently available for this report, a possible contributing or causal role of the jada system for the need of escalating treatment (hysterectomy) to preclude permanent body damage/impairment cannot be excluded.per the jada system IFU, "signs of patient deterioration or failure to improve indicate the need for reassessment and possibly more aggressive treatment and management of postpartum hemorrhage (pph)/abnormal postpartum uterine bleeding.", "evaluate for lacerations, retained products of conception, or other causes of bleeding prior to using jada." And "jada is not a substitute for surgical management and fluid resuscitation of life-threatening pph/abnormal postpartum uterine bleeding." Out of an abundance of caution, the company will report this case as a serious injury MDR.